Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb plating system to treat periprosthetic fracture after tha on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to re-fracture around a thr and previous fracture fixation.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. As no lot number was provided, the device history records could not be reviewed. Event summary: it was reported that a patient was implanted with a winterthur ncb plating system to treat periprosthetic fracture after tha on an unknown date. The patient underwent revision of the stem (warsaw) and the plating system (winterthur) on an unknown date due to refracture of the bone. Review of received data - two undated x-rays were received. One of them shows that three screw heads were broken. The plate fixation with the bone is not given anymore. It can also be seen that the plate was fixed with 3 cable wires to the bone. One of this cables seems to be completely ruptured. It is unknown why the screw heads and the cerclage wire are broken. It can be assume that high forces were applied on the plate. The bone fracture can also be identified on the provided x-rays. No information given why a re-fracture of the bone was occurred. In addition a picture of the explanted devices was provided. It can be seen that the whole ncb plating system and the hip prosthesis were removed. Devices analysis no product was returned to zimmer biomet for in-depth analysis, according received information the devices were discarded. Root cause analysis root cause determination using rmw: - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, it is possible the bone fracture and the screw heads were broken due to wrong/incomplete post operative restriction. - breakage of implant due to patient do not follow the postoperative protocol => possible, it is possible the bone fracture and the screw heads were broken due wrong patient behaviour. Conclusion summary it was reported that a patient was implanted with a winterthur ncb plating system to treat periprosthetic fracture after tha on an unknown date. The patient underwent revision of the stem (warsaw) and the plating system (winterthur) on an unknown date due to re-fracture of the bone. No information was provided when the ncb plating system was implanted. The ncb plate was implanted due to a bone fracture. It is unknown when the re-fracture of the bone was occurred. It can be assumed that high forces were applied. It is possible that the patient had a fall or did a wrong patient behaviour which lead to the re-fracture of the bone. The provided x-rays showed that some screw heads and a cerclage wire were ruptured. No information provided why these devices were broken. The plate does not show any signs of a breakage. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb plating system to treat periprosthetic fracture after tha on an unknown date and the patient underwent revision surgery on an unknown date due to re-fracture around a thr and previous fracture fixation.